Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who stated that during a preventive maintenance check the cables were providing inaccurate readings. Further investigation found the cables were damaged and needed to be replaced. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
It was reported that ECG cords are not providing the correct readings. The device was not in use on a patient at the time of the event. There was no adverse event reported.